Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that due to high blood glucose, they went to the emergency room in (B)(6) 2014. The customer's blood glucose reading was unknown at the time of incident. Customer declined to speak with troubleshooting.